Event description:
The customer received a blood glucose reading of 410 mg/dl on the breeze meter, and a reading of 190 mg/dl on an elite xl meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. Testing supplies were to be sent to the customer to finish troubleshooting, and no product will be returned for evaluation at this time.